Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 100 x 50 mm saccular thoracic aortic aneurysm located at zone 3 - zone 4. The blood pressure during the procedure was under 60 mmhg on average. The proximal main device was implanted into the proximal portion of the aneurysm followed by implant of a distal main with 5 cm of overlap between the stent grafts and extended into the distal end of the aneurysm. It was reported that during the implantation of the distal main the physician noticed that one of the covered stents deployed misaligned and it was at a right angle to the aorta. This was confirmed under fluoroscopy, and it was within the proximal main stent graft. The physician considered with withdrawal of distal stent graft to resolve misaligned spring, but there was a risk to move it distally, therefore, the withdrawal was not performed. Light touch-up with a balloon was performed; however, the misaligned stent could not be corrected. Under angiography there was no endoleak. Another proximal main was implanted in the most distal portion of the aneurysm. No further intervention was performed and the physician decided to monitor the patient. It is noted that the misaligned spring of the distal main stent graft got caught on the internal stent spring of the proximal main that is the reason the misalignment could not be corrected. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (caught on an inner stent of the proximal main).